Manufacturer narrative:
Additional 510(k) - k083641 smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the patient experienced a leak in the cuff of a portex® bivona® adult tts¿ tracheostomy tube. After noticing the leak, the patient went into the hospital and had the tracheostomy tube replaced. The staff in the hospital filled the cuff, and observed water slowly leaking out of a small hole. The cuff had been checked prior to be inserted in the patient, however it was it noted that because the hole was small, no leakage was observed during that check. No injury was reported.

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube we returned for analysis. Visual inspection of the device did not identify any defects, although it appeared used and discolored. The device was leak tested. No leaks were detected. Investigation of the device could not confirm the fault occurred.